Event description:
It was reported that the patient, implanted in 2002. Was suddenly no longer having access to sound with her cochlear implant on (B)(6) 2014.

Manufacturer narrative:
The device has not been explanted. It if should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.